Manufacturer narrative:
This report is submitted on march 14, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the transducer (specific date not reported). Subsequently, the patient underwent skin flap revision surgery under general anesthesia on (B)(6) 2023. The implanted device remains.